Event description:
It has been reported to philips that imaging was not possible. The issue was found during clinical use, which resulted in a delay to treatment. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during a planned non-emergency treatment procedure. The procedure was aborted. The issue was not rectified even after cold restarted the system. A philips field service engineer (fse) inspected the system on site and confirmed the reported problem. Analysis of the log file confirmed that there was a malfunction of the ippc (image processing pc). The fse replaced the ippc (image processing pc) along with hard disk drive (hdd), and the system was returned to use in good working order. The codes are updated based on the investigation outcomes.